Event description:
It was reported to covidien on 11/14/2014 that a customer had a non-specific issue with an scd controller. The unit was returned to a local covidien service center and a service technician found that the power cord had exposed copper wires.

Manufacturer narrative:
Submit date:12/12/2014. An investigation of the reported condition was performed on 12/11/2014 by (B)(6). One scd express compression system was returned for investigation for the reported condition of; service found: power cord shows exposed copper wire. Initial inspection found the power cord showed it was externally damaged and had damaged the insulation on the internal wires exposing the copper conductors which presented an electrical shock hazard, confirming the reported condition. The root cause of the damaged insulation can be attributed to the pinching of the ac power cord. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. In triage, the unit was found to have a damaged case. The front and rear enclosure were replaced to correct the problem. Further investigation found u4 on the control board to be damaged by corrosion. The root cause of the corrosion was not identified. The control board was replaced to correct the problem. The unit was fully tested and passed all operational specifications. Product scd express was manufactured in 2013. All device history record are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.